Event description:
It was reported that this inflatable penile prosthesis was removed in late 2021 due to erosion of the cylinders into the scrotum. Due to health and relationship reasons, a new inflatable penile prosthesis was implanted two years later. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.